Event description:
Event determined to be reportable based on analysis: it was reported that during a carotid angioplasty procedure, a shaft break occurred. The lesion was located in the left internal carotid artery. The percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unk. The carotid wallstent monorail 10mm x 24mm stent delivery system (sds) was advanced, however, at an unspecified time, the sds was unable to move, and the shaft broke at the hub. All pieces of the device were removed from the pt. Another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "stable". Device analysis revealed a tip detachment, shaft break and kink.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. It was noted that the tip was detached and was not returned. The valve body had been fully retracted and a break was noted in the outer sheath at 76mm proximal, to the proximal, to middle bond. Another section of the outer sheath measuring 2mm had detached proximal to the outer sheath break. The stiffening wire was kinked at 23mm distal to the distal end of the stainless steel shaft and the shaft was kinked 20mm proximal to the monorail exit. Due to the condition of returned device, it was not possible to retract the outer sheath and deploy the stent. A review of mfg documentation for this batch number found that the device met its material assembly and product specs. The most probable root cause of the reported complaint can be attributed to operational context due to anatomical/procedural factors encountered during the procedure, which limited the performance of the device.